Event description:
Catheter balloon was checked before being placed inside of the artery. Tip of catheter was inflated inside of left femoral artery. When the catheter was pulled out, the balloon tip was not intact. The surgeon performed an angiogram and x-ray at the end of the case.